Event description:
Procedure type: lap chole. According to the reporter: after surgery, the patient stated his/her stomach hurt. When the surgeon checked the area, the 3 clips wer crooked and disengaged. A re-operation was completed. The patient is under observation. There was no bleeding.

Manufacturer narrative:
(B) (4). (B) (4).